Manufacturer narrative:
The dealer contacted manufacturer that the consumer states, the unit has a burning smell. Unit is over two years old and device service and maintenance history are unknown. It is unknown if device was dropped and damaged prior to alleged incident. MDR filed solely on complaint that device has an alleged burning smell. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The dealer states, the consumer alleges the unit has a burning smell. No injury is alleged.